Manufacturer narrative:
The pump powered up properly. No failed battery test or battery out limit alarms were noted during testing. All operating currents were within specification. The pump passed the displacement and self tests. However, the pump had cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The cusotmer called and reported the insulin pump was alarming with a failed battery test. Customer's blood glucose was not known. During troubleshooting, no damage or corrosion was noted. Following instruction to clean battery cap contacts and insert a new battery, the insulin pump did alarm failed battery test again. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.